Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a merlin.net transmission, noise was seen on the ventricular channel. The noise could be reproduced in the clinic with isometrics. No intervention had been reported, the patient did not experience any symptoms.